Manufacturer narrative:
Section a1, a2, a3, a4: additional information.

Manufacturer narrative:
Section d4, h4: additional information investigation investigation: analysis of the log files provided by the account confirmed multiple intentional pump stop events. Additionally, analysis of the submitted log files also confirmed low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. The report that the account was unable to change the pump speed on the system monitor is investigated via pi-2020-0007898-02. The submitted system controller event log file contained data from (B)(6)2020 through (B)(6)2020 . It was noted that for the majority of the file, the patient¿s set speed was set below the low speed limit, which resulted in low speed advisory and low flow alarms. Furthermore, for the duration of the entire log file, the average flow ranged from 0 to 1.9 lpm. Starting on (B)(6)2020 , five intentional pump stop command events were observed within the file. Each one resulted in the pump¿s speed to drop to 0 rpm, causing the pump to stop. Each intentional pump stop command lasted approximately 1 to 9 seconds. The pump regained speed following each event. Low speed advisory and low flow alarms were observed until the patient¿s set speed was set above the low speed limit. The low speed advisory alarms ultimately ceased; however, the low flow alarms continued until the end of the file. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. This IFU states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This IFU further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. The IFU and patient handbook both describes all system alarms and the recommended actions associated with them. The heartmate 3 lvas IFU, document 100169835, rev. A is currently available. Section 4 states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 4 also explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, document 10006136, rev. A is also available. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No patient information was provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the log file captured a number speed changes, low flow, low speed advisories, intentional pump stop & flow estimation invalid events. Additional information was requested, but not provided.